Event description:
It was reported that during a balloon angioplasty procedure, difficulty deflating the balloon and difficulty removing the balloon catheter occurred.initially, the physician experienced difficulty inflating a 2.7x40mm, 75cm mustang balloon. Then the physician experienced difficulty deflating the mustang balloon. Difficulty was encountered removing the 'half-deflated' balloon from the patient's anatomy. The device was removed from the patient's anatomy and the procedure was completed with another of the same device. No patient complications were reported and the patient's post-procedure condition is reported as stable.

Event description:
It was reported that during a balloon angioplasty procedure, difficulty deflating the balloon and difficulty removing the balloon catheter occurred. Initially, the physician experienced difficulty inflating a 2.7x40mm, 75cm mustang balloon. Then the physician experienced difficulty deflating the mustang balloon. Difficulty was encountered removing the "half-deflated" balloon from the patient's anatomy. The device was removed from the patient's anatomy and the procedure was completed with another of the same device. No patient complications were reported and the patient's post-procedure condition is reported as stable.

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was partially inflated with liquid. It was possible to inflate the balloon to its rated burst pressure (rbp) without any issue noted. It was possible to deflate the balloon in under 10 seconds by pulling a vacuum. The specification for balloon deflation was met. An examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)